Event description:
Pt heavily sedated for ercp. During the course of the procedure, cautery by sitting up. Video processor also became blank at that time. Scope returned to MFR for evaluation. Cautery evaluated by biomed and found to be in good working condition.